Event description:
Same case as MDR ID# 2134265-2014-00555. (B)(4). It was reported that angina and stent thrombosis occurred. In (B)(6) 2013, the patient was presented with unstable angina (braunwald classification- iiia) and was referred for cardiac catheterization. The index procedure was performed. Target lesion # 1 was a long lesion located in the proximal left anterior descending (lad) artery extending up to mid lad with 95% in stent restenosis (isr) and was 20 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 1 was treated with direct placement of a 2.50 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was presented due to angina and was hospitalized on the same day. Angiography was done where the patient was diagnosed with stent thrombosis. No intervention was performed to treat this event. The event was considered as resolved and the subject was discharged on the same day. In (B)(6) 2013, the patient presented due to atherosclerotic occlusive coronary artery disease (cad) and was hospitalized on the same day. Cardiac catheterization was recommended. Subsequently, the CABG (coronary artery bypass grafting) with 2 vessel revascularization was performed including svg (saphenous vein graft) to distal lad and svg to om (obtuse marginal). Blood transfusion was performed to treat the event. Six days post procedure, the event was considered as resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).